Event description:
During service by baxter, a flo-gard infusion pump was found with a broken ac power cord. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a broken ac power cord was confirmed during product evaluation. The root cause of the reported problem was determined to be damaged power cord. The power cord was replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.